Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set needle bent event, which was suspected to be the cause of high blood glucose levels of the patient and subsequent visit to emergency room on (B)(6) 2024. Highest blood glucose levels noticed were 29 mmol/l and lowest were 5 mmol/l during the event. Patient replaced the infusion set to resolve the issue. Patient was given intravenous fluids as hospitalization treatment. Patient was discharged from the hospital on the same day. No further information available.